Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available information was included. Additional details are not available.

Event description:
The customer reported while replacing the r2 probe of the architect c4000 processing module water splashed from the probe tubing into the customer¿s eye. The customer did not have to receive any medical care as a result and just rinsed their eye with the eye wash station. No impact to patient management or user safety was reported.

Manufacturer narrative:
The customer was splashed in the eye with water while not wearing protective eyewear (ppe), when performing maintenance on the architect c4000, serial number (B)(6) when attempting to replace the r2 probe and water splashed from the probe tubing (c4/c8 rgt pr rohs). The customer immediately rinsed his/her eye with the eye wash station and no medical care was pursued and or administered. The data and information provided by the customer was reviewed. Review of the instrument service history for the architect c4000 processing module revealed no additional issues of splashing from parts reported on the (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. The device history record was reviewed, and no non-conformances or potential non-conformances was identified. Labeling was reviewed and found to be adequate. Based on the investigation, the device met performance specification and performed as intended at the customer site, no systemic issue or deficiency with the architect c4000 processing module, (B)(6) was identified.

Event description:
The customer reported while replacing the r2 probe of the architect c4000 processing module water splashed from the probe tubing into the customer¿s eye. The customer did not have to receive any medical care as a result and just rinsed their eye with the eye wash station. No impact to patient management or user safety was reported. Update: additional information provided on 01aug2024. The customer was not wearing protective eyewear at the time of the splash. No impact to patient management or user safety was reported. There is no change in reportability.